Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia and hypoglycemia. The customer was also experienced differences between sensor glucose and blood glucose levels and the insulin delivery was not suspended. The customer reported blood glucose value of 47 mg/dl and sensor glucose value of 90 mg/dl at the time of event. The customer reported hyperglycemia was treated with insulin pump and hypoglycemia was treated with glucose/carb intake. The event involved product(s) unomedical, mmt-1884l, unk_reservoir, mmt-7040a, mmt-7040a. Troubleshooting was performed, the difference between sensor glucose and blood glucose values was 43 mg/dl and it is beyond 30% limit. Troubleshooting was not performed for hyperglycemia and hypoglycemia. It was unknown whether the customer was using the insulin pump within 48 hours of the reported event. There is no mention of the auto mode feature at the time of the event. No further patient complications were reported. No product return is required for unomedical. No product return is required for mmt-1884l. No product return is required for unk_reservoir. No product return is required for mmt-7040a. No product return is required for mmt-7040a.